Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they insulin pump had received a unexpected rewind process associate with the main arm cannot communicate with the motor arm and hal software error detected. Customer's blood glucose was 9.4 mmol/l. Customer advised to insulin pump need replacing and go to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No hal software error detected error or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected error and the main arm cannot communicate with the motor arm alarms are due to a software error.